Manufacturer narrative:
Device evaluation visual inspection: the devices were removed from the returned packaging for inspection. The cutter driver was disconnected from the hawkone device. Inspection of the distal assembly revealed biological debris within the distal housing. A bend was noted approximately 0.2cm distal to the cutter window. Microscopic inspection revealed the cutter was returned just distal to the cutter window. A blue discoloration was noted on the tecothane covering just distal to the cutter window. No blue discoloration was noted within the distal assembly itself. Microscopic examination confirmed that the bend location was approximately 0.2cm distal to the cutter window. Deformation of the laser drilled coils was noted at the location of the bend. Functional testing: the cutter driver was attached to the hawkone device and the device was activated. No strange sound was noted upon activation. The cutter was able to be retracted into the cutter window. Upon retraction of the cutter, a blue material was noted within the inner circumference of the cutter. Examination of the blue material found that it was consistent with a plastic like material, consistent with sheath material. The cutter was attempted to be advanced however, the cutter was unable to advance fully. The cutter was unable to advance past the location of the observed bend. Examination of the cutter window post advancement revealed a section of blue plastic material proximal to the cutter. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Physician was attempting to use a hawkone h1m atherectomy along with a non medtronic 6fr sheath, spider fx guide wire and 7mm embolic protection to treat a severely calcified lesion in the left mid popliteal with 85% stenosis. The vessel was reported to be moderately tortuous. The vessel diameter and lesion length are 5mm and 70mm respectively. The vessel was not pre dilated but post dilated. IFU was followed during preparation, procedure and post procedure. It was reported the during procedure physician was unable to advance cutter into the nose cone and a high pitch noise made when device is turned on. A new hawkone h1m device was used to complete procedure. There was no patient injury reported.

Manufacturer narrative:
Additional information: the physician was able to advance the thumbswitch forward enough turned off the device and advanced the cutter into the nosecone just passed the opening in the nosecone, before removing the device safely from the patient. No damage observed to the cutter when removed from the patient. If information is provided in the future, a supplemental report will be issued.